Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, aneurysm enlargement and aneurysm rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following is reported to gore: on (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the deployment of all endoprostheses, the imaging identified a proximal type I endoleak, a distal type I endoleak from the right leg and a type ii endoleak. The ballooning was performed to treat the proximal type I endoleak and the distal type I endolea. However, the final imaging showed the proximal type I endoleak, the distal type I endoleak and the type ii endoleak are remained but they were minor, therefore the physician is reportedly going to monitor the patient. The patient didn¿t come to a follow-up visit since 2021. On (B)(6) 2023, the patient was raced to the hospital due to the aneurysm rupture. A reintervention was performed. The aneurysm diameter was enlarged about 10mm from the initial procedure. The distal type I endoleak from the right leg was suspected. The entire angiography revealed only the distal type I endoleak remained. The right internal iliac artery was coil embolized and a gore® excluder® aaa endoprosthesis (contralateral leg endoprosthesis) was implanted to the right external iliac artery. The distal type I endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Added d5